Event description:
It was reported that during a procedure, a versacross connect for faradrive was selected for use. The dilator was inserted and positioned. An attempt was made to insert the catheter into the faradrive sheath but air was mixed in. Hence, the device was replaced and the procedure was completed successfully. No patient complications occurred. The device is expected to be returned for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received.

Event description:
It was reported that during a procedure, a versacross connect for faradrive was selected for use. The dilator was inserted and positioned. An attempt was made to insert the catheter into the faradrive sheath but air was mixed in. Hence, the device was replaced and the procedure was completed successfully. No patient complications occurred. The device was returned for analysis.

Manufacturer narrative:
The device has been received for analysis. Upon receipt at our post market quality assurance laboratory, the versacross dilator was visually inspected and no damage was noted. The device passed flushing test. Next, during the returned versacross rf wire insertion test, it was noted that a resistance was felt while passing rf wire into dilator due to the kink on the rf wire. Hence, a new testing wire was used and it passes through into dilator without any problem. The dilator tip has passed the dimensional test, since its tip was within specifications. Finally, the dilator passed the device-to-device interaction test, as the dilator was inserted into testing faradrive sheath and no issue noted. The reported issue has been confirmed based on analysis of the returned devices. This supplemental is also being submitted for the updated fields model number, lot number, catalog number, expiration date (d4), in section d - suspect medical device. We are unable to provide the complete unique identifier (UDI) at the time of the submission of this report, as it was not yet available. If additional details become available, a supplemental report will be submitted.